Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer-lok¿ syringe contained foreign matter described as "hair" that was "embedded in the plastic at the neck of the syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
Four picture samples were provided for evaluation by our quality engineer. Upon visual inspection of the picture samples, a hair was observed within the barrel of the syringe. A device history record review did not reveal any documented quality issues during the production of lot number 1805240 that could have contributed to the observed/reported defect. The 50ml ll syringe is manufactured within a standard clean area which is under a positive pressure to push dust and particles out of the manufacturing area. Operators are required to wear protective clothing per procedure. It has been determined that the observed defect was a result of an operator improperly following the protective clothing procedure. A quality project has been opened in response to this defect to reduce the potential for foreign matter in our product. The manufacturing facility has been informed of this experience in order to raise awareness.

Event description:
It was reported that bd plastipak concentric luer-lok syringe contained foreign matter described as "hair" that was "embedded in the plastic at the neck of the syringe". No serious injury or medical intervention was reported.